Event description:
It was reported that the blue venting port cap on side of spike on the prime line is dropping off and therefore they are experiencing prime fluid leaking out the side. On giving blood during bypass it also has happened covering the perfusionists in blood. Ref.: #(B)(4).

Manufacturer narrative:
There were no samples available for investigation. As this is the first kind of its failure maquet is not able to confirm the reported problem. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiation will be completed at this time.